Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are very hard to press. It was also reported that the device has cracks in the back and by the up and down arrow buttons. Blood glucose value was 6.9 mmol/l. Nothing further reported.